Manufacturer narrative:
Greatbatch medical is not the legal manufacturer of the device involved in this incident.

Manufacturer narrative:
The device was not returned to greatbatch medical for evaluation so the reported event cannot be confirmed. A process review was performed and no discrepancies were found. The device was not returned to the distributor ((B)(4)) so no further information is known about the device. No further investigation required. Complaint information was provided by (B)(4). Not returned to greatbatch.

Event description:
It was reported during an unknown patient procedure that the impactor broke while inserting the cup. No adverse events were reported as a result of the malfunction.